Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) j501 connector of the distribution node (dn) pca being damaged, causing the belt to not recognize during falloff testing. The root cause for the damaged j501 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.